Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement device biopsy guide to site 10/11/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site's biopsy guide would not lock properly. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Initial aware date was (B)(6) 2016.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided.

Manufacturer narrative:
Investigation of returned suspect biopsy guide finds that the returned guide was found to be in good condition. Both joints were able to lock down and release without issue. No problem found.